Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The assembly that holds the firing knob was disengaged from the handle. Engineering confirmed the evident damage was observed at the cartridge/channel body half, push latch and channel components. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed damage to the stapler may be due to rough handling, such as dropping the device during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
During hold intestinal loop, broke the internal connecting piece, preventing the operation of the stapler. Additional information requested via email - 1. Please attach the source documentation to the ftr. 2. Which piece, specifically, of the device broke? 3. Can you please describe the product problem in greater detail? 4. Could the device be loaded? 5. Could the jaws be closed? 6. Could the instrument be fired? 7. Did the stapler fire only part way? 8. Was there poor staple formation? 9. What is the UDI number (see attached example, red box) of the reported device? 10. Please confirm, will the device be returned for investigation as reported? 11. Was any reinforcement material used in conjunction with the stapling device? If yes, a. What was the brand of the material used? B. What was the item code and lot/serial number? 12. Was there any unanticipated tissue loss as a result of this problem? 13. Was there any tissue damage as a result of this problem? 14. If yes, describe the damage and provide details on how the damage was treated/corrected. 15. Was the damage irreversible? 16. Was there blood loss of 500cc or more due to the product problem? 17. Did any additional blood loss resulting from this product problem require a blood transfusion? 18. Was surgical time extended by more than 30 minutes due to the product problem? 19. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?)